Manufacturer narrative:
The customer¿s report that the tubing separated right below the drip chamber and leaked was confirmed. Visual inspection of the set showed a separation at the engagement between the outlet port of the drip chamber and the vinyl tubing. Functional testing confirmed evidence of slight solvent having been applied, and that the tubing had not been fully inserted into the drip chamber spigot during assembly. Dimensional analysis showed that the separated tubing end and drip chamber spigot were within specification. The root cause was the assembly sequence not being followed during the manufacturing process.

Event description:
The customer reported that the rn was hanging blood products (platelets) with the normal saline already primed and connected to the patient. Once the platelets were connected to the tubing set, the rn immediately noticed platelets leaking and found that the tubing had separated right below the drip chamber. The rn immediately clamped the tubing and retained it for investigational purposes. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn was hanging blood products (platelets) with the normal saline already primed and connected to the patient. Once the platelets were connected to tubing set, the rn immediately noticed platelets leaking and found that the tubing had separated and leaked right below the fluid chamber. The rn immediately clamped the tubing and retained it for investigational purposes. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn was hanging blood products (platelets) with the normal saline already primed and connected to the patient. Once the platelets were connected to the tubing set, the rn immediately noticed platelets leaking and found that the tubing had separated right below the drip chamber. The rn immediately clamped the tubing and retained it for investigational purposes. There was no patient harm.

Event description:
The customer reported that the rn was hanging blood products (platelets) with the normal saline already primed and connected to the patient. Once the platelets were connected to the tubing set, the rn immediately noticed platelets leaking and found that the tubing had separated right below the drip chamber. The rn immediately clamped the tubing and retained it for investigational purposes. There was no patient harm.